Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint concerns a male patient. The patiet was taking humulin nph (huminsulin basal) via a humapen nph ergo (burgundy/opaque with a clear cartridge holder (cch) attached for the treament of an unknown indication beginning on an unknown day. On an unknown day, the humapen ergo, burgundy/opaque, clear cartridge holder (cch) attached esd reported to have the injection screw not moving correctly. The operator of the device was the patient. It is unnkown if the operator of the device was trained. The patient has used this device model for an unknown time period. The device was returned to the company. It is unknown if the humapen ergo burgundy/opaque, cch attached is continuing. Lot number is 14459.